Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the unique identifier (UDI) number, manufacture and expiration dates are unknown. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2025. During the procedure, the balloon burst at the recommended pressure during inflation. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.